Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The instrument was returned, visually and functionally inspected. Upon review of the part, it was observed that the tip was sheared in a clockwise pattern deformity. The shear face is smooth and shiny, which is suggestive of torque overloading at the event site.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That the tip of the cannulated screw inserter broke intra-operatively. The broken tip of the modular screw inserter remains in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That the tip of the cannulated screw inserter broke intra-operatively, the broken tip of the modular screw inserter remains in the patient confined to the screw head.